Manufacturer narrative:
E1 field: establishment name: due to limitation of text characters added here: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. Device inspection found no image upon start up and it was normal after replacing the ultrasound plug unit, based on the results of the investigation and previous investigations, it is likely probable causes such as damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that with the bronchovideoscope had image anomaly, the issue occurred during inspection of the device for use before patient in a room. There were no reports of patient harm.